Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
That the patient had an appointment with healthcare provider on (B)(6) 2017. It was also noted that the patient was changing surgeons. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: 4351-35, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were trying to get a surgery approved. They thought that one of the leads was not in their stomach, and they were going to do something to the screws. The patient stated that sometimes they could feel it work, but most of the time they couldn't. It was indicated that it worked off and on, and was getting less and less. They mentioned that they had adjustments, one with a manufacturer representative (rep), and one with a nurse while the rep was on the line. It was noted that they patient had been trying to tell their healthcare provider (hcp) that something was not right. When they went in for an adjustment, the rep had asked on the phone if the patient felt tingling. The patient stated that they didn't feel tingling, but felt pain. Last time the patient emailed the rep , they thought that the patient was right, and thought it needed to be taken care. The patient mentioned that the nurse told them that the hcp said it was not working. When the patient saw the hcp, they said it was working and the patient just needed an adjustment. The patient stated that they had an adjustment before they had this done, but the hcp just said they needed another adjustment. It was noted that the patient had a couple of recent x-rays, and an egd scope that showed the patient's stomach was still full of food. There were no further complications reported as a result of this event. It was unknown when these issues occurred. The indication for use was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the patient had their leads replaced and they had to make a new pocket for their stimulator. The screws were loose on the other stimulator, so the hcp made sure they were tightened, and the patient believes the ins was stitched in. It was confirmed that the lead was not in their stomach. The surgery took place on (B)(6) 2017. The patient noted that surgery resolved the issues. No further complications were reported/anticipated.